Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported intraoperative that the lead was not getting screwed properly into the header/grommet as the header/grommet seems faulty. The implantable pulse generator (ipg) was attempted/not used and replaced. No patient complications have been reported as a result of this event.